Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not yet received the part for evaluation. Based on the information provided, this event is being reported due to the following conclusion: during a da vinci-assisted total benign hysterectomy surgical procedure, it was alleged that the illuminator received an error and was unable to recover. While there was no report of any patient harm, adverse outcome or injury, at this time, it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted total benign hysterectomy surgical procedure, the customer was turning on the illuminator and received an error 48245. The customer attempted to recover and the error continued. The technical service engineer had the customer use an auxiliary illuminator in its place to do the case. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter confirmed the auxiliary illuminator was used for the case because they were unsure if they had an illuminator bulb available. After the case, the reporter informed the bulb was replaced; however, the error reaming. The customer completed the case with no reported injury or harm. An isi field service engineer was dispatched to the customer site to further investigate the reported complaint; however, the customer declined the service due to the system being retuned in two days and no cases were scheduled between then.